Event description:
Customer reports pt with blood glucose result of 320 mg/dl obtained on the inform sys with hypoglycemic symptoms. Lab value of 18 mg/dl was obtained within 5 mins of the meter value. Pt was treated with two ampules of "d-50" as a result of the lab value; symptoms improved. Requested return of suspect device and replacement was sent.